Manufacturer narrative:
The reported event of premature battery depletion was confirmed. Interrogation of the device revealed the device was at elective replacement indicator (eri) when received. Analysis of the device revealed high current drain consistent with increased duty cycle of the internal circuitry caused by a firmware anomaly. A device evaluation found no anomalies.

Event description:
It was reported the patient presented for a routine check. Upon interrogation, it was noted that the pacemaker exhibited premature battery depletion. The pacemaker was explanted and replaced. The patient was in stable condition throughout the procedure.